Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 3. Reference MFR report: 3008829311-2017-00751. Reference MFR report: 3008829311-2017-00752. It was reported the patient's system was explanted due to an infection. Patient was treated with antibiotics.